Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve was implanted in (B)(6) 1979. It was stated the valve never had be revised "until last year grew with it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fixed pressure valve that was implanted at birth and had since calcified and was non-functioning. However, the valve was not removed.